Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system has poor image quality, grainy image, rainy effect was unconfirmed. The scanner was evaluated with the model 550 phantom and the image was found to be normal. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) found a similar complaint reported on record number (B)(4). The reported issue was unconfirmed.

Event description:
Per clinical specialist and bio med the system has poor image quality, grainy image, rainy effect. Repeat repair for same issue. No longer being used for placement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) found a similar complaint reported on record number (B)(4). The reported issue was unconfirmed.

Event description:
Per clinical specialist and bio med the system has poor image quality, grainy image, rainy effect. Repeat repair for same issue. No longer being used for placement.